Manufacturer narrative:
Continuation of d10: product ID: dvea3e4 (serial: (B)(6)); product type: 0235-ICD; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, the extravascular (ev) lead exhibited small r-waves and large p-waves during multiple tunneling attempts. It was noted that a tunneling was performed from left sternal edge and moved midline with no change in measurements. A fourth tunneling attempt back to left sternal edge was done as this had slightly better ratios. There was no visible air and clean electrograms. A ventricular fibrillation (vf) induction was done which was undersensed so a manual shock at 30j failed, however the external shock was successful. Due to the undersensing of a very small vf, the decision was made to abandon the procedure as there were no further options for lead positioning. The ev lead was removed. No patient complications have been reported as a result of this event.